Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump rings without annunciating an alert or alarm. The customer's blood glucose (bg) level was 120 mg/dl. No additional patient or event information was available.